Event description:
It was reported that compatibility guidelines were requested for dental drills, ultrasonic probes and airport security screening devices. The patient reports while stimulation was turned on, the following occurs, the patient reports a loss of therapeutic effect. The patient was doing great with the trial and the first 5 days after implant. The patient states this past one to two days before reported event date all their symptoms started again. The patient didn¿t try to change it because they wasn¿t sure if they should. The patient stimulation eased off. The patient states the representative had placed tape over on and off switch. The patient reports on the day of reported event date they thought it had leveled out and the patient was not having as much incontinence as over the weekend. The patient states it could be because of what they ate and has had to take more medications than they normally would take. The patient doesn¿t feel the stimulation as much. The patient was staying with son for 10 days before they goes back home. It was reported the day after surgery the representative told to turn on an increase stimulation and do once a week every week. The bowel incontinence was doing great with the trial.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01dyk, implanted: (B)(6) 2014, product type: lead. (B)(4).